Event description:
It was further reported that the lesion was in-stent restenosis. The nc quantum apex balloon advanced to the lesion for post dilatation was removed intact.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon rupture occurred. The 75% stenosed target lesion was located in the non-calcified, moderately tortuous mid left descending artery. The physician inflated a 12mm x 4.50mm nc quantum apex mr balloon to 13atms and upon the first inflation, the balloon ruptured. The procedure was completed with a different device . No patient complication was reported and patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).